Manufacturer narrative:
The product is expected to be received for analysis. If there is any further relevant information, a supplemental report will be filed.

Event description:
It was reported that this right atrial (ra) lead was explanted due to perforation of the heart wall. This lead started to exhibit a change in impedance a few months after implantation. The patient was then hospitalized for pericardial effusion and underwent surgical intervention to remove and replace the lead. No additional adverse patient effects were reported. The lead is expected to be returned for analysis.

Manufacturer narrative:
The product is expected to be received for analysis. If there is any further relevant information, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations of perforation, pericardial effusion and high impedance. Detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right atrial (ra) lead was explanted due to perforation of the heart wall. This lead started to exhibit a change in impedance a few months after implantation. The patient was then hospitalized for pericardial effusion and underwent surgical intervention to remove and replace the lead. No additional adverse patient effects were reported. The device was received for analysis.